Event description:
As reported by the edwards field clinical specialist, post transcatheter aortic valve replacement (tavr), an occlusion of the right external iliac artery (reia) was noted. Per report, a surgical cutdown was performed on the patient's right femoral artery (rfa). The 24fr sheath was inserted over a lunderquist wire into the rfa. After successful valve deployment, the sheath was removed without issue. Final angiography was unremarkable with normal flow throughout. The patient was extubated and transported to the unit in stable condition. Post procedure, the medical team was unable to palpate distal pulses on the patient's right leg. The patient was brought back to the lab for an angiography runoff of the right iliofemoral system. An occlusion of the reia was noted. The patient was transported back to the operating room and a surgical graft was placed. Following placement of the surgical graft, the patient was stable and doing well. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 8.0mm. The vessel was described as not tortuous or calcified. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications are potential adverse events associated with the transfemoral tavr procedure. Arterial stenosis or occlusion is commonly caused by atherosclerosis, but can occur acutely as a result of emboli or trauma. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The minimum required vessel diameter for a 24fr sheath is 8mm. In this case, the minimum luminal diameter (mld) of the access vessel was 8mm. The exact cause of the reported reia stenosis cannot be confirmed; however, the vessel size was just at the minimum required diameter for the sheath in use. Although it was reported that there was no significant calcification or tortuosity noted, it is possible that calcium and/or vessel tortuosity that was not appreciable on prescreening imaging, in combination with the borderline mld could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.